Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, caval thrombosis and the device is embedded and unable to be retrieved; although, no documented attempts to remove the filter were provided. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records the patient¿s right groin was appropriately prepped and draped. The femoral artery was palpated and infiltrated medial to the palpable femoral artery. The femoral vein was accessed using a needle and a guidewire was passed easily and it was followed with fluoroscopy into the vena cava. The venal cavogram performed and the vein was identified although faintly. The vena cava measured about 23mm, but it was difficult to reconfirm the position of the renal vein. Hence, a catheter was passed, and both the right and left renal vein were accessed with a glidewire and the position was marked, correlating with the first shot of renal cavogram that was performed, confirming the position of both the renal veins. The renal vein was in the upper border of l1. The filter was deployed. A completion vena cavogram was performed showing good positioning of the filter. The patient tolerated the procedure well. There were no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years after the filter implantation. The patient reports filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting, and or occlusion of the ivc. The patient further asserts to have suffered from caval thrombosis and embedment of the trapease ivc filter which was reported to be irretrievable with no documented attempts to remove the filter. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter was implanted via the right femoral vein and placed in a ¿good¿ position. The patient is reported to have tolerated the procedure well and without complications. Approximately eleven years after the filter implantation, the patient became aware that the filter was associated with caval thrombosis, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient reported that the device had also become embedded and was irretrievable. Attempts to retrieve the filter were not documented. The patient further reported having experienced mental anguish, emotional distress, stress and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter embedment could not be confirmed and the exact cause could not be determined. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis, the device is embedded and unable to be retrieved. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Caval thrombosis was reported, however with the limited information provided the event could not be further clarified. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, caval thrombosis and the device is embedded and unable to be retrieved; although, no documented attempts to remove the filter were provided. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.